Event description:
It was reported that a patient diagnosed with spastic quadriplegia cerebral palsy, was treated in (B)(6) 2013, for a right femoral neck fracture with a open reduction internal fixation of the proximal femur. A 5.0mm pediatric locking compression plate and applicable screws were used. The patient was brought back to the operating room on (B)(6) 2013, for a failed open reduction internal fixation of right femoral neck. Non-union of the femoral neck fracture was diagnosed and specimens were taken from the operative site and sent to the lab to investigate possible infection. The hardware was removed and a proximal right femoral resection (also known as a girdlestone) procedure, was then performed to assist with pain management. No other information is known at this time. This report is for an unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date of implant unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.